Event description:
It was reported it was noted under x-ray this drainage had fractured and detached. A snare was utilized to successfully retrieve the detached catheter was successfully placed for continuation of treatment. The pt's condition is good. This device has not been received for evalaution. Therefore, a failure analysis is not available. The co's follow-up revealed this catheter was being used as a feeding tube in a pt with status post multi visceral transplant, which is non indicated use of this device. The co believes this may have contributed to this event and do not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. The co's directions for use state: "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections."